Event description:
It was reported that patient died. The cause of death was unknown. The patient was to be cremated and the funeral home requested information on what to do with the device. The manufacturer technical services recommended removing the device. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.